Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment, twelve inappropriate treatments, and a non-lifevest defibrillation. The device was started up at 19:13:08 on (B)(6) 2025. At 21:55:38, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. Between 21:56:12 and 22:01:56, the patient received eight inappropriate treatments. CPR/motion artifact and oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatments. The patient's rhythm at the time of the treatments was asystole with intermittent cardiac activity and CPR/motion artifact. The resulting rhythm of the treatments continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 22:02:30, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion/tactile artifact. At 22:04:33, the patient received the ninth inappropriate treatment. CPR/motion artifact, oversensing of cardiac activity and nsvt contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with nsvt /intermittent cardiac activity and CPR/motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion/tactile artifact. At 22:05:07, the patient received the tenth inappropriate treatment. CPR/motion artifact, oversensing of cardiac activity and nsvt contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with nsvt /intermittent cardiac activity and CPR/motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion/tactile artifact. At 22:05:39, the patient received the eleventh inappropriate treatment. CPR/motion artifact, oversensing of cardiac activity and nsvt contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with nsvt /intermittent cardiac activity and CPR/motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion/tactile artifact. At 22:06:11, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion/tactile artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion/tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:06:43, the patient received the twelfth inappropriate treatment. CPR/motion artifact and oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion/tactile artifact. At 22:07:21, an arrhythmia was detected. ECG shows vf. At 22:12:21, the patient received the non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillation was vt/vf with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. The electrode belt was disconnected at 00:41:13 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. The patient received one external defibrillation. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment, twelve inappropriate treatments, and a non-lifevest defibrillation. The device was started up at 19:13:08 on (B)(6) 2025. At 21:55:38, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. Between 21:56:12 and 22:01:56, the patient received eight inappropriate treatments. CPR/motion artifact and oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatments. The patient's rhythm at the time of the treatments was asystole with intermittent cardiac activity and CPR/motion artifact. The resulting rhythm of the treatments continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 22:02:30, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion/tactile artifact. At 22:04:33, the patient received the ninth inappropriate treatment. CPR/motion artifact, oversensing of cardiac activity and nsvt contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with nsvt /intermittent cardiac activity and CPR/motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion/tactile artifact. At 22:05:07, the patient received the tenth inappropriate treatment. CPR/motion artifact, oversensing of cardiac activity and nsvt contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with nsvt /intermittent cardiac activity and CPR/motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion/tactile artifact. At 22:05:39, the patient received the eleventh inappropriate treatment. CPR/motion artifact, oversensing of cardiac activity and nsvt contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with nsvt /intermittent cardiac activity and CPR/motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion/tactile artifact. At 22:06:11, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion/tactile artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion/tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:06:43, the patient received the twelfth inappropriate treatment. CPR/motion artifact and oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion/tactile artifact. At 22:07:21, an arrhythmia was detected. ECG shows vf. At 22:12:21, the patient received the non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillation was vt/vf with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. The electrode belt was disconnected at 00:41:13 on (B)(6) 2025.